Event description:
The johnson and johnson charite disc has been implanted in many people and failed. I am one of them I had it implanted in 2006 and then had to have a revision surgery a year and a half ago. I am in pain all the time and now to the point I can't function. I had spinal stimulator implanted and few weeks ago and it made me hurt worse where the charite disc and cage are. I have leg pain so bad that I can't even explain. I have gotten where I cannot control my bladder. I have to use a cane due to weakness and falling. I am only (B)(6), I should be able to run and play with my children. J and j states range of motion is back. I have missed out on my children's lives, not able to function properly, lost jobs, and lost everything I have owned. I just want my life back and to be treated the way I deserve. I am a special education teacher and about to lose my job due to this. I teach students that are emotionally disturbed and do not take change well. Causing issue their education and lives. I have worked hard to get my teaching degree and I am two classes away from my masters in education administration. I have dreamed of being a principal and helping teachers and students alike. I have missed out on things in my life and my children's lives that I can never get back. I have lost jobs, a four wheeler, tools and toolbox, race truck and a 1972 maverick grabber that I had since I was 16. To pay for living and doctor bills. These are just physical items I had to give up. I have three children that I have missed games, concerts, being able to run and play catch with them. To raise my son up in the air when he has done something great or to comfort him when he is hurt or sick. I have missed out on father daughter dances. I will never get this back. I have to have help getting dressed and showering. Cannot control my bladder. I am (B)(6) and have to walk with a cane. I can't even have a sexual relationship with my wife. I just want what is right and fair. I will never have a normal life again due to your product. Https://www.change.org/p/david-cordell-johnson-and-johnson-charit%c3%a9-disc-failure?recruiter=479899054&utm_source=share_petition&utm_medium=copylink.